Event description:
It was reported that the patient experienced a loss of therapeutic effect and a less than 50% alleviation of theirsymptoms in the low back area from their implantable neurostimulator (ins). It was noted that the patient had refused reprogramming. The ins system was then explanted. The patient status was reported as no injury and no adverse event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3778-60, product type lead; product ID 3550-29, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) revealed no significant anomaly, but it was noted there was reduced battery capacity due to overdischarge. Analysis of the plug revealed no anomaly. Analysis of the lead revealed no significant anomaly, but it was noted the lead had been cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.